Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was displaying the apply sample message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient does not recall when the alleged first began. In addition to oral medication (1000mg of metformin twice a day), the patient stated she also manages her diabetes with diet and/or exercise. In response to the alleged meter issue the patient stated she continued with her usual diabetes medication regularly at 1am and 1pm. On an unspecified date/time after the alleged issue occurred, the patient claimed she developed symptoms of lightheadedness, incoherent, cold sweats, and shaking. The patient, however, denied she received medical intervention or treatment after the alleged issue began. During troubleshooting, the csr noted that the patient was using the correct test strips; however, the patient was not using the proper testing technique as recommended per owner's booklet. The csr educated and guided the patient through a retest and the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.